Event description:
It was originally reported that the customer's device had its service indicator illuminated and had logged an event code. After further evaluation, it was observed that the customer's device would not have been able to deliver defibrillation energy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the biphasic pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed pcb assembly and determined that the cause of the reported failure was due to a failure of an integrated circuit chip, designator u12.